Event description:
It was reported that during a pci procedure, stent damage occurred. The liberte monorail stent delivery system was unable to cross the lesion and stent damage was noted. The 90% stenosed lesion being treated was located in the moderately tortuous left main trunk (lmt). The physician found the edge of the stent to be "slightly lifted up". The stent delivery system was exchanged for another of the same, and the procedure was completed successfully. Patient status was reported as 'good'.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. The manufacturing records for batch 9350712 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.